Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. The customer reported that the insulin pump stopped working. The customer experienced symptoms such as nausea and feeling weak. Blood glucose at the time of the admission was 400 mg/dl. The customer was treated with insulin drip. The customer was not wearing the insulin pump during the hospitalization for less than 48 hours. Troubleshooting was not performed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Pump passed the dat test at 0.08745 inches. Unit received with cracked case at the display window cover. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and address / serial number label. Battery cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.